Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's operative eye in a secondary surgical procedure as the patient was dissatisfied with halos. A non-johnson and johnson lens of 21.0 diopter was used as the replacement iol. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown, information not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2021 and (B)(6) 2022. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a2: age/date of birth: 70 yrs / (B)(6) 1951; section d9: device available for evaluation? Yes; section d9: returned to manufacturer: yes; section d9: date returned to manufacturer: apr 27, 2022; section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received cut into four pieces. The lens was cleaned and, no further issues were observed with the lens. Based on the return condition of the lens, no further product evaluation could be performed on the lens. Manufacturing record review: the manufacturing records for the device were reviewed and the product was manufactured and released according to specification. The search in complaint history revealed one additional complaint was received for the product order number; however, this complaint was not confirmed based on the investigation. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.